Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop eye irritation and dyspnea. The patient required medical intervention in the form of several throat surgeries. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to receive medical intervention in the form of several throat surgeries and developed eye irritation, breathing difficulty and sinus. No other clinical information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g1 updated. Section h6 health effect clinical code which was missed in previous report was captured. Section h6 type of investigation findings and investigation conclusions has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged several throat surgeries and developed eye irritation, breathing difficulty and sinus. Additional information was received about the alleged dizziness, headache, nausea / vomiting, lung disease. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on 03/10/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged several throat surgeries and developed eye irritation, breathing difficulty and sinus. Additional information was received about the alleged dizziness, headache, nausea / vomiting, lung disease. Additional information was received about alleged visualization of particle. There was no report of serious patient harm or injury.